Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter into the patient's left (os) eye on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as device.